Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00588003020, nexgen rhk articular surface, lot #60673884, catalog #00599003320, nexgen precoat distal femoral augment block, lot #61868565, catalog #00599003301, nexgen precoat femoral augment block, lot #61849927, qty 2, catalog #00599003320, nexgen precoat distal femoral augment block, lot #60170394, catalog #00598801012, nexgen stem extension, lot #61909701, - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection and a loose femoral component. The tibial component remains well fixed and a temporary femoral cement spacer has been placed in the first stage of a two stage revision.

Manufacturer narrative:
No devices returned for evaluation, therefore only a device history review was performed. The device history records for the nexgen rotating hinge femoral, nexgen distal augment blocks and nexgen posterior augment blocks were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. Surgical notes were not provided. The complaint states the femur deteriorated due to infection, subsequently the implants became loose. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A complaint history search was conducted and found no other complaints for the part/lot combinations. Compatibility of the components was reviewed with no issues found. A definitive root cause for the complaint cannot be determined with the information provided.